Event description:
Info received indicates the head support is drifting down.

Manufacturer narrative:
The technician found the mech lock and gas shock were dirty and rusted, causing them to slip. The technician replaced the gas shock and mech lock to repair the stretcher.